Manufacturer narrative:
1. No nonconformance was found in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) and strips (lot#: d171115-2). 2. The suspected meter shipped to pdc on 2013-07-09 and returned to okb on may. 3, 2023. We tested the returned meter on all setting and functions, and no malfunction was found. Standby current of the returned meter (1.7 ua) met acceptance criteria (< 55 ua). 3. Suspected strips with 2-year shelf life were manufactured on 2017-11-15 and expired on 2019-11-15. Because they were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d210611b-1) from okb's warehouse and control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 70/72; level high: 302/302) met the acceptance criteria (level low: 30~75; level high: 230~340). 4. Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 3:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 500mg/dl. A normal result for that time of day is usually around 344mg/dl. Caller then took 35units of their novolin and some other medications. Caller then stated over the span of 2 hours they did not feel any better so they pressed the button on their life alert to contact the paramedics. Caller stated that she drank some broth while waiting for paramedics. When the paramedics arrived about 10 minutes later, they tested the caller with their meter and it read 59mg/dl. The paramedics also performed a bgt with the prodigy meter at the same time and the meter read 464mg/dl. The paramedics gave the caller pudding and orange juice but the caller's bg levels were not raising. They then gave the caller glucose through an IV. The paramedics performed another bgt on their own meter and it read 270mg/dl. Caller was not transported to the hospital. Caller was using expired prodigy test strips, she was educated to never use expired product. No additional information was provided.